Event description:
A us distributor contacted zoll to report that a patient passed away on 5/2/2022 while reportedly wearing the lifevest. The patient received five appropriate treatments, which did not convert the arrhythmias to a slower rhythm.   The device was started up at 11:22:19 on 5/1/2022. From 07:18:28 to 07:19:44 on 5/2/2022, an arrhythmia was detected. ECG shows the patient was in a paced rhythm @ 70 bpm degrading to vt @ 280 bpm with motion artifact/electrode lead fall off. The rhythm then degrades to vf with motion artifact/electrode lead fall off. At 07:20:39, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 07:21:12, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 07:21:47, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 07:22:16, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 07:22:45, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 08:07:01 on 5/2/2022. The patient passed away on 5/2/2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.